Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 275 mg/dl while wearing the pod for an unknown duration, despite administering a bolus. Upon inspecting the infusion site, the patient found that the pod¿s cannula was bent and noticed that the cannula was not inserted into the skin. The adhesive had separated from the skin, and insulin leakage was observed. No treatment details were provided.